Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
Adverse event(s): "unexpected results" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported unexpected results following an intraocular lens (iol) implant surgery. The surgeon reported the patient's postoperative ucva as 20/50 and bcva 20/25.